Manufacturer narrative:
D10 concomitant products: vlft10gen, vlft10gen ft series energy platformx1 (serial#:unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic salpingo-oophorectomy, while the device was clamped in a tissue, the white insulation of the jaw region fell into the patient's uterine appendage. The part was retrieved by grasping it with a forceps and no particular treatment was performed because the product was collected. There was a burnt mark near the root of the jaw. Another ligasure device was used with the generator. There was no patient injury.

Manufacturer narrative:
Additional information: g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the visual inspection found seal plate damage, consistent with arcing. Jaw over mold damage observed, as well. Functional testing found that the damage to the seal plate(s) is consistent with the user inadvertently closing jaws on a hard/metallic object and activating the device. Damage to the seal plate can result in alarm activations and difficulty with activating the device. The insulation damage is likely due to the heat of the arc. Piece that came loose was returned. The product analysis found the device's jaw opening and closing mechanism was functioning properly. The weld integrity of the device was inspected and was found to be within specification. The blade moved smoothly along the knife track and returned to the home position when the trigger was released. The knife cut of the device was tested on a silicone test strip with acceptable results. The heel gap of the device was measured and it was found to be within specification. No electrical or wiring issues were found. Manufacturing does 100% inspection during the ass embly and packaging process. The defective sample would have been rejected if found prior to shipping, if this was an assembly defect. It was reported that the device component was disengaged and the insulation was damaged. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: do not attempt to seal or cut over clips or staples as incomplete seals will be formed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.